Event description:
It was reported to bsc/target that "the fasdasher 14 guidewire broke, the distal 3 or 4cm during advancement of the micro-catheter. Tried to retrieve broken segment but were unable to get it." "Pt died 2 days later but condition was poor when admitted. Was grade 4 prior to procedure."